Event description:
Caller's pump malfunctioned, displaying a malfunction code 12, but there were no notable events prior to the malfunction, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer reported multiple occurrences of the same malfunction. The customer will continue using the current pump and mdi if needed. Technical support arranged for a replacement pump with updated software and provided necessary instructions and return procedures. Customer acknowledged all provided information and instructions.